Event description:
This valve was implanted in (B)(6) 2011. The patient was symptomatic and need an operation to have the valve replaced. Lot is unknown. Device is not available. Due to the age of this complaint, no further information is available

Manufacturer narrative:
(B)(4). It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined as no sample was returned for evaluation. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available